Event description:
It was reported that on (B)(6) 2006 an MRI was performed. On (B)(6) 2006, the patient presented to the physician who reviewed the MRI study. The physician recommended surgery, but the patient chose to pursue conservative treatments. The patient proceeded with physical therapy and 4 epidural injections. On (B)(6) 2007 the patient presented to her primary care physician. An MRI was conducted on (B)(6) 2008. On (B)(6) 2008 the patient presented for an unspecified spinal surgery. Post-op the patient had severe pain. An MRI dated (B)(6) 2008 reportedly indicated that the patient needed another spinal surgery. The patient had several more epidural injections. In (B)(6) 2009 the patient presented to the surgeon for treatment. The patient underwent a discogram which "caused pressure, excessive pain and extreme discomfort." Reportedly the results of the discogram were inconclusive. In (B)(6) 2009, the patient underwent an unspecified spinal fusion surgery using rhbm-2/acs. Immediately following the first surgery, the patient began suffering extreme left leg pain, radiating down her leg, paralysis and numbness in her left leg. In (B)(6) 2011, the surgeon reportedly informed the patient that "she now had a bulging disk in back." On (B)(6) 2012, the patient underwent another surgery using rhbm-2/acs. Post-op, the patient's pain, numbness, and immobility did not resolve. On (B)(6) 2012 an x-ray reportedly indicated that the patient needed a third surgery and had degenerative disc disease. The patient declined another surgery. On (B)(6) 2012, the patient had another epidural injection. On (B)(6) 2012, the patient was involved in an mva. On (B)(6) 2013, an MRI was performed. On (B)(6) 2013 the patient presented to another surgeon who recommended a neurostimulator for chronic pain. On (B)(6) 2013 the patient had another epidural injection. The patient reportedly cannot travel any substantial distance, cannot wear certain footwear, cannot dance anymore, suffers positional discomfort, immobility, and continues to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
(First surgery) on (B)(6) 2009, the patient underwent spinal fusion surgery with rhbmp-2/acs. Since the surgeries, the patient could not travel any substantial distance, could not wear certain footwear, could not dance anymore, suffered positional discomfort, immobility, and continued to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well is now handicapped, partially paralyzed, immobile, and in constant pain. Her condition was embarrassing and emotionally draining, and painful.